Event description:
The hosp reported that during a an endoscopic vein harvesting procedure, the silicone insulation on the tip of the hemopro 2 jaws broke off. Nothing fell into the pt and no intervention was required. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage. There was some evidence of blood on the device. A visual inspection determined that the silicone of the cold jaw tip was peeled. The hemopro 2 shaft was bent. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).